Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that there was no stent on the sds. As part of the analysis, the manufacturing data for the stent profile was reviewed. The maximum crimped stent od (outer diameter) measurement at the time of manufacture for the returned device was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink at 65mm from the distal end of the strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 28-nov-2017. It was reported that crossing difficulties were encountered. The tight target lesion was located in the calcified left anterior descending (lad) artery. Following pre-dilation, a 2.50x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was competed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.